Event description:
A consumer implanted for lumbar radiculopathy reported seeing the poor communication screen on the patient programmer (pp), the reposition antenna screen on the recharger, not being able to communicate using the recharger, and the battery not responding to the programmer or the recharger. The last successful recharging session was in (B)(6) of 2016 due to family issues. The last time the consumer felt stimulation was a couple of weeks ago.

Event description:
Additional information received from the consumer reported they met with the manufacturer's representative (rep) who was able to clear the poor communication screen on the patient programmer (pp) and it started working immediately. The rep. Told the consumer they needed to increase the time they charged, because "like all batteries over time, they don't hold a charge as well, and I need to charge more often." The consumer used to charge every sunday every two weeks, but was going to try to charge every sunday for their "long and day" and maybe during the week for a short amount of time.

Event description:
Patient called back stating that she missed her appointment with the manufacturer's representative and couldn't contact him. She stated that the reason for the appointment was a routine check-up. The patient mentioned that the implantable neurostimulator was still charging slower than it used to, and she had called about the issue and met with a rep who fixed the problem. She stated that she was told charging would take longer and she also stated that it took her 3 days to charge. Patient confirmed she had called in about poor communication and reposition antenna screens in (B)(6) 2016. Patient was directed to contact her healthcare provider. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.